Event description:
A consulting physician reported that a post operative pt slipped while making his way to the bathroom following a hernia repair procedure. He subsequently experienced pain, burning, and swelling around the wound. The attending surgeon did not think that the swelling was herniation based upon an examination and the results from a sonogram. When the pt was seen ten days later it was apparent that the swelling was a hernia. The pt underwent a second operative procedure. The attending surgeon reported that a suture at the midline as well as the suture used in the mesh had broken. He opined that the cause of the suture breakage was that the pt was not adequately supported while getting up and the subsequent fall put excessive strain on the sutures.